Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 24-year-old female patient who had essure (batch no. 772491) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ankle arthroplasty, wisdom teeth removal, cystoscopy and lithotripsy. Concurrent conditions included obesity, ligament injury, flank pain, chills, dyspnea, vomiting, back pain, ureteral calculus, nephrolithiasis, feeling bad, pelvic cellulitis, unilateral leg pain and dysfunctional uterine bleeding. Concomitant products included citalopram, loratadine and paracetamol (acetaminophen). In 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2011, the patient experienced depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced menorrhagia ("hypermenorrhea/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced dermatitis ("rashes or skin conditions type: dermatitis") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), cervical dysplasia ("tumor / teratoma /cancer type:recurrent cervical dysplasia") and post procedural infection ("infection (other)/infection (other) describe: post hysterectomy infection"). On an unknown date, the patient experienced arthralgia ("joint pain"), abdominal pain ("abdominal pain") and renal pain ("kidneys area pain"). The patient was treated with ibuprofen (advil) and surgery (partial robotic hysterectomy and bilateral salpingectomy with a device removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea was resolving, the mood swings, urinary tract infection, depression, anxiety, migraine, headache, dermatitis, fatigue, cervical dysplasia, vaginal discharge, weight increased, arthralgia, abdominal pain and renal pain had not resolved and the post procedural infection and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, cervical dysplasia, depression, dermatitis, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, post procedural infection, renal pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she claimed that essure did not worsened a previously existing injury/condition. At the time of insertion the proximal portion of the device was visualized and less than 3 coils were noted protruding into the uterine cavity. The proximal portion of the device was visualized with less than 3 coils noted: at this point the hysteroscope, tenaculum and speculum were removed. Discrepancy: if you have not had your essure removed, are you currently planning for essure removal? Yes. Reason(s) for removal: essure-cause injuries, as alleged in complaint. She do not have money or definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: the procedure was successful. (B)(6) 2016: CT abdomen pelvis: impression:1. Obstructing stone in the right upj with mild right-sided hydro nephrosis. 2. Bilateral nephrolithiasis. 3. Essure contraceptive devices bilaterally. (B)(6) 2016: kub with oblique -both. Impression: 1. New 3 mm stone at the right uvj. 2. 3 stable stones in the proximal right ureter measuring 4 to 7 mm. 3. Stable 3 mm stone in the lower left kidney. 4. Right-sided sacroiliitis. (B)(6) 2016: CT abdomen pelvis impression: 1 . Multiple bilateral small no obstructing renal calculi. 2. Mild left hydro nephrosis and hydro ureter with a punctate left ureter vesicular junction calculus versus punctate dependent left-sided b l adder calculus. 3 . Fat containing supraumbilical ventral abdominal wall hernia. (B)(6) 2016: surgical pathology report: final diagnosis: uterus (121 grams) , bilateral fallopian tube s and cervix, hysterectomy and bilateral salpingectomy:high-grade squamous intraepithelial lesion , severesquamous dysplasia (cin 3), with involvement of endocervical glands. Cin 3 is greater than 2 cm. F r om the ectocervical resection margin. Reactive endocervical glandular changes secondary to inflammation. Benign proliferative type endometrium. Benign bilateral fallopian tubes with small peritubal cysts. Surgical margins of resection are benign. Current weight as of (B)(6) 2018: 190 lbs. Approximate weight at the time of essure placement: 189 lbs. Concerning all the injuries reported in this case,the following one/ones were confirmed in patient's medical record: pain, abdominal pain, menorrhagia, pelvic pain, urinary tract infection, right flank pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received. Event added: hair loss. Event term updated: infection (other)/infection (other) describe: post hysterectomy infection.. Concomitant drugs added. Lab test result added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. 772491) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ankle arthroplasty, wisdom teeth removal, cystoscopy and lithotripsy. Concurrent conditions included obesity, ligament injury, flank pain, chills, dyspnea, vomiting, back pain, ureteral calculus, nephrolithiasis, feeling bad, pelvic cellulitis, unilateral leg pain and dysfunctional uterine bleeding. In 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("hypermenorrhea/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dermatitis ("rashes or skin conditions type: dermatitis"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and cervical dysplasia ("tumor / teratoma /cancer type:recurrent cervical dysplasia"). On an unknown date, the patient experienced weight increased ("weight gain"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), renal pain ("kidneys area pain") and infection ("infection (other)"). The patient was treated with ibuprofen (advil) and surgery (partial robotic hysterectomy and bilateral salpingectomy with a device removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and infection outcome was unknown and the mood swings, vaginal haemorrhage, urinary tract infection, depression, anxiety, migraine, headache, dermatitis, dysmenorrhoea, fatigue, cervical dysplasia, vaginal discharge, weight increased, arthralgia, abdominal pain and renal pain had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, cervical dysplasia, depression, dermatitis, dysmenorrhoea, fatigue, headache, infection, menorrhagia, migraine, mood swings, pelvic pain, renal pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she claimed that essure did not worsened a previously existing injury/condition. At the time of insertion the proximal portion of the device was visualized and less than 3 coils were noted protruding into the uterine cavity.the proximal portion of the device was visualized with less than 3 coils noted: at this point the hysteroscope, tenaculum and speculum were removed. Discrepancy: if you have not had your essure removed, are you currently planning for essure removal? Yes reason(s) for removal: essure-cause injuries, as alleged in complaint. She do not have money or definite plans for removal at this time . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: (B)(6) 2016: CT abdomen pelvis: impression:obstructing stone in the right upj with mild right-sided hydro nephrosis. Bilateral nephrolithiasis. Essure contraceptive devices bilaterally. (B)(6) 2016: kub with oblique -both. Impression: new 3 mm stone at the right uvj. 3 stable stones in the proximal right ureter measuring 4 to 7 mm. Stable 3 mm stone in the lower left kidney. Right-sided sacroiliitis. (B)(6) 2016: CT abdomen pelvis. Impression: multiple bilateral small no obstructing renal calculi. Mild left hydro nephrosis and hydro ureter with a punctate left ureter vesicular junction calculus versus punctate dependent left-sided b l adder calculus. Fat containing supraumbilical ventral abdominal wall hernia. (B)(6) 2016: surgical pathology report: final diagnosis: uterus (121 grams) , bilateral fallopian tube s and cervix, hysterectomy and bilateral salpingectomy:high-grade squamous intraepithelial lesion , severesquamous dysplasia (cin 3), with involvement of endocervical glands. Cin 3 is greater than 2 cm. F r om the ectocervical resection margin.reactive endocervical glandular changes secondary to inflammation.benign proliferative type endometrium.benign bilateral fallopian tubes with small peritubal cysts.surgical margins of resection are benign. Current weight as of (B)(6) 2018: 190 lbs. Approximate weight at the time of essure placement: 189 lbs. Concerning all the injuries reported in this case,the following one/ones were confirmed in patient's medical record:pain, abdominal pain, menorrhagia, pelvic pain, urinary tract infection, right flank pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical complain update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. 772491) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ankle arthroplasty, wisdom teeth removal, cystoscopy and lithotripsy. Concurrent conditions included obesity, ligament injury, flank pain, chills, dyspnea, vomiting, back pain, ureteral calculus, nephrolithiasis, feeling bad, pelvic cellulitis, unilateral leg pain and dysfunctional uterine bleeding. In 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("hypermenorrhea/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dermatitis ("rashes or skin conditions type: dermatitis"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and cervical dysplasia ("tumor / teratoma /cancer type:recurrent cervical dysplasia"). On an unknown date, the patient experienced weight increased ("weight gain"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), renal pain ("kidneys area pain") and infection ("infection (other)"). The patient was treated with ibuprofen (advil) and surgery (partial robotic hysterectomy and bilateral salpingectomy with a device removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and infection outcome was unknown and the mood swings, vaginal haemorrhage, urinary tract infection, depression, anxiety, migraine, headache, dermatitis, dysmenorrhoea, fatigue, cervical dysplasia, vaginal discharge, weight increased, arthralgia, abdominal pain and renal pain had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, cervical dysplasia, depression, dermatitis, dysmenorrhoea, fatigue, headache, infection, menorrhagia, migraine, mood swings, pelvic pain, renal pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she claimed that essure did not worsened a previously existing injury/condition. At the time of insertion the proximal portion of the device was visualized and less than 3 coils were noted protruding into the uterine cavity.the proximal portion of the device was visualized with less than 3 coils noted: at this point the hysteroscope, tenaculum and speculum were removed. Discrepancy: if you have not had your essure removed, are you currently planning for essure removal? Yes. Reason(s) for removal: essure-cause injuries, as alleged in complaint. She do not have money or definite plans for removal at this time . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: (B)(6) 2016: CT abdomen pelvis: impression:obstructing stone in the right upj with mild right-sided hydro nephrosis. Bilateral nephrolithiasis. Essure contraceptive devices bilaterally. (B)(6) 2016: kub with oblique -both. Impression: new 3 mm stone at the right uvj. 3 stable stones in the proximal right ureter measuring 4 to 7 mm. Stable 3 mm stone in the lower left kidney. Right-sided sacroiliitis. (B)(6) 2016: CT abdomen pelvis. Impression: multiple bilateral small no obstructing renal calculi. Mild left hydro nephrosis and hydro ureter with a punctate left ureter vesicular junction calculus versus punctate dependent left-sided b l adder calculus. Fat containing supraumbilical ventral abdominal wall hernia. (B)(6) 2016: surgical pathology report: final diagnosis: uterus (121 grams) , bilateral fallopian tube s and cervix, hysterectomy and bilateral salpingectomy:high-grade squamous intraepithelial lesion , severesquamous dysplasia (cin 3), with involvement of endocervical glands. Cin 3 is greater than 2 cm. F r om the ectocervical resection margin.reactive endocervical glandular changes secondary to inflammation.benign proliferative type endometrium.benign bilateral fallopian tubes with small peritubal cysts.surgical margins of resection are benign. Current weight as of (B)(6) 2018: 190 lbs. Approximate weight at the time of essure placement: 189 lbs. Concerning all the injuries reported in this case,the following one/ones were confirmed in patient's medical record:pain, abdominal pain, menorrhagia, pelvic pain, urinary tract infection, right flank pain. Most recent follow-up information incorporated above includes: on 7-jun-2018: plaintiff fact sheet and medical record received.event added:mood swings, abnormal bleeding (vaginal), urinary tract infection,depression, mental anguish, migraines, headaches, dermatitis, dysmenorrhea (cramping), vaginal discharge, weight gain, joint pain, abdominal pain.concomitant and historical conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 24-year-old female patient who had essure (batch no. 772491) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ankle arthroplasty, wisdom teeth removal, cystoscopy and lithotripsy. * (B)(6) 2016: CT abdomen pelvis: impression:1. Obstructing stone in the right upj with mild right-sided hydro nephrosis. 2. Bilateral nephrolithiasis. 3. Essure contraceptive devices bilaterally. (B)(6) 2016: kub with oblique -both impression: 1. New 3 mm stone at the right uvj. 2. 3 stable stones in the proximal right ureter measuring 4 to 7 mm. 3. Stable 3 mm stone in the lower left kidney. 4. Right-sided sacroiliitis. (B)(6) 2016: CT abdomen pelvis impression: 1 . Multiple bilateral small no obstructing renal calculi. 2. Mild left hydro nephrosis and hydro ureter with a punctate left ureter vesicular junction calculus versus punctate dependent left-sided b l adder calculus. 3 . Fat containing supraumbilical ventral abdominal wall hernia. (B)(6) 2016: surgical pathology report: final diagnosis: uterus (121 grams) , bilateral fallopian tube s and cervix, hysterectomy and bilateral salpingectomy:high-grade squamous intraepithelial lesion , severesquamous dysplasia (cin 3), with involvement of endocervical glands. Cin 3 is greater than 2 cm. F r om the ectocervical resection margin.reactive endocervical glandular changes secondary to inflammation.benign proliferative type endometrium.benign bilateral fallopian tubes with small peritubal cysts.surgical margins of resection are benign. Current weight as of (B)(6) 2018: 190 lbs. Approximate weight at the time of essure placement: 189 lbs. Concurrent conditions included obesity, ligament injury, flank pain, chills, dyspnea, vomiting, back pain, ureteral calculus, nephrolithiasis, feeling bad, pelvic cellulitis, unilateral leg pain and dysfunctional uterine bleeding. Concomitant products included citalopram, ethinylestradiol;ferrous fumarate;norethisterone acetate (gildess fe) from (B)(6) 2013 to (B)(6) 2015, ethinylestradiol;levonorgestrel (falmina) from (B)(6) 2010to (B)(6) 2016, loratadine and paracetamol (acetaminophen). In 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems conditions type: depression"), anxiety ("psychological or psychiatric problems conditions type: ental anguish"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced menorrhagia ("hypermenorrhea/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced dermatitis ("rashes or skin conditions type: dermatitis") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced cervical dysplasia ("tumor / teratoma /cancer type:recurrent cervical dysplasia"), post procedural infection ("infection (other)/infection (other) describe: post hysterectomy infection") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced arthralgia ("joint pain"), abdominal pain ("abdominal pain"), renal pain ("kidneys area pain") and back pain ("lower back area pain"). The patient was treated with ibuprofen and surgery (partial robotic hysterectomy and bilateral salpingectomy with a device removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea was resolving, the mood swings, urinary tract infection, depression, anxiety, migraine, headache, dermatitis, fatigue, cervical dysplasia, vaginal discharge, weight increased, arthralgia, abdominal pain and renal pain had not resolved and the post procedural infection, alopecia, vaginal infection and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, cervical dysplasia, depression, dermatitis, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, post procedural infection, renal pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she claimed that essure did not worsened a previously existing injury/condition. At the time of insertion the proximal portion of the device was visualized and less than 3 coils were noted protruding into the uterine cavity.the proximal portion of the device was visualized with less than 3 coils noted: at this point the hysteroscope, tenaculum and speculum were removed. Discrepancy: if you have not had your essure removed, are you currently planning for essure removal? Yes reason(s) for removal: essure-cause injuries, as alleged in complaint. She do not have money or definite plans for removal at this time diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: the procedure was successful.. Concerning all the injuries reported in this case,the following one/ones were confirmed in patient's medical record:pain, abdominal pain, menorrhagia, pelvic pain, urinary tract infection, right flank pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: plaintiff fact sheet received. Events added from pfs- infection (bladder/urinary tract/vaginal) type: vaginal, lower back area pain. Concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("hypermenorrhea"). The patient was treated with surgery (partial robotic hysterectomy and bilateral salpingectomy with a device removal). Essure (ess205) was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 24-year-old female patient who had essure (batch no. 772491) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ankle arthroplasty, wisdom teeth removal, cystoscopy and lithotripsy. (B)(6) 2016: CT abdomen pelvis: impression: obstructing stone in the right upj with mild right-sided hydro nephrosis. Bilateral nephrolithiasis. Essure contraceptive devices bilaterally. (B)(6) 2016: kub with oblique -both impression: new 3 mm stone at the right uvj. 3 stable stones in the proximal right ureter measuring 4 to 7 mm. Stable 3 mm stone in the lower left kidney. Right-sided sacroiliitis. (B)(6) 2016: CT abdomen pelvis impression: multiple bilateral small no obstructing renal calculi. Mild left hydro nephrosis and hydro ureter with a punctate left ureter vesicular junction calculus versus punctate dependent left-sided b l adder calculus. Fat containing supraumbilical ventral abdominal wall hernia. (B)(6) 2016: surgical pathology report: final diagnosis: uterus (121 grams) , bilateral fallopian tube s and cervix, hysterectomy and bilateral salpingectomy:high-grade squamous intraepithelial lesion , severesquamous dysplasia (cin 3), with involvement of endocervical glands. Cin 3 is greater than 2 cm. F r om the ectocervical resection margin.reactive endocervical glandular changes secondary to inflammation.benign proliferative type endometrium.benign bilateral fallopian tubes with small peritubal cysts.surgical margins of resection are benign. Current weight as of (B)(6) 2018: 190 lbs. Approximate weight at the time of essure placement: 189 lbs. Concurrent conditions included obesity, ligament injury, flank pain, chills, dyspnea, vomiting, back pain, ureteral calculus, nephrolithiasis, feeling bad, pelvic cellulitis, unilateral leg pain and dysfunctional uterine bleeding. Concomitant products included citalopram, ethinylestradiol;ferrous fumarate;norethisterone acetate (gildess fe) from (B)(6) 2013 to (B)(6) 2015, ethinylestradiol;levonorgestrel (falmina) from (B)(6) 2010 to (B)(6) 2016, loratadine and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems conditions type: depression/ psych injury"), anxiety ("psychological or psychiatric problems conditions type: ental anguish"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced menorrhagia ("hypermenorrhea/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced dermatitis ("rashes or skin conditions type: dermatitis") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced cervical dysplasia ("tumor / teratoma /cancer type:recurrent cervical dysplasia"), post procedural infection ("infection (other)/infection (other) describe: post hysterectomy infection") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced arthralgia ("joint pain"), abdominal pain ("abdominal pain"), renal pain ("kidneys area pain") and back pain ("lower back area pain"). The patient was treated with ibuprofen and surgery (partial robotic hysterectomy and bilateral salpingectomy with a device removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, vaginal discharge, arthralgia, abdominal pain, renal pain, vaginal infection and back pain had resolved, the mood swings, depression, anxiety, migraine, headache, dermatitis, fatigue, cervical dysplasia and weight increased had not resolved and the post procedural infection and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, cervical dysplasia, depression, dermatitis, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, post procedural infection, renal pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she claimed that essure did not worsened a previously existing injury/condition. At the time of insertion the proximal portion of the device was visualized and less than 3 coils were noted protruding into the uterine cavity.the proximal portion of the device was visualized with less than 3 coils noted: at this point the hysteroscope, tenaculum and speculum were removed. Discrepancy: if you have not had your essure removed, are you currently planning for essure removal? Yes reason(s) for removal: essure-cause injuries, as alleged in complaint. She do not have money or definite plans for removal at this time she received treatment for pelvic pain, abnormal vaginal bleeding, menorrhagia, urinary tract infection, dysmenorrhea, vaginal discharge, kidney area pain, joint pain, vaginal infection, back pain and abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: the procedure was successful. Imaging procedure - on (B)(6) 2016: result not provided. Concerning all the injuries reported in this case,the following one/ones were confirmed in patient's medical record:pain, abdominal pain, menorrhagia, pelvic pain, urinary tract infection, right flank pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events "pelvic pain, abnormal vaginal bleeding, menorrhagia, urinary tract infection, dysmenorrhea, vaginal discharge, kidney area pain, joint pain, vaginal infection, back pain, was changed to recovered/resolved". Lab data and reporter causality comment was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.